Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Tandem technical support provided complete pump reset instructions, assisted caller with resetting pump, confirmed malfunction did not recur after reset, and advised caller to reset pump when ready and follow up if issue persisted.